Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Low speed alarms controller changed out. Lvad speed dropping to as low as 5400 rpm.